Event description:
It was reported that the pump exhibited internal moisture. During physical inspection, it was found that the air detector was damaged. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid ingression and a damaged air detector. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the device was beyond economic repair. The service history review had no indication that the complaint was related to a service of the device within the review period.